Manufacturer narrative:
The insulin pump was received with a missing segment/partial display due to cracked and bleeding lcd glass. The following cosmetic damage was also noted: minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the top half of the insulin pump's screen is black. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the partial display. The customer stated that the obscured space on the display window occurred two weeks ago and continues to grow larger. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.